Event description:
Initial reporter indicated that she had a pt that had developed a small hematoma at their vns incision site. One week prior to this reported event, the pt had surgery to have a prophylactic replacement of their vns generator related to migration. The pt's family reported that the area around the generator was red and swollen. The pt's treating surgeon believes their hematoma formation was due to pt manipulation and additionally the blood accumulation was due to a platelet issue which they are trying to resolve. The pt's vns site was drained and sutured and now it has slightly reoccurred, but there are no plans at this time to remove the generator. Device function was reported to have been checked and confirmed working.